Event description:
I had essure implanted on (B)(6) 2012, and for the last 9 months I have had daily pain, feeling swollen and sharp pains in my pelvic area, also I have had monthly abnormal bleeding.